Manufacturer narrative:
One hospital electronics system part was returned. An extra gsm antenna was included with the returned material. Thermal printer was not returned. Visual inspection of material returned revealed functional damage to external printer serial cable assembly. A test external printer serial cable assembly was used for performance testing because of the functional damage to the one returned. Unit passed printer test step of diagnostic test with test i2 external printer serial cable assembly.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the external printer serial cable assembly